Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03719 and 03720.

Event description:
The plaintiff's attorney alleged that the decedent experienced heart rate elevation, blood pressure increase, felt dizzy and had pains and subsequently expired on or about (B)(6) 2011 after the use of the product.